Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device will not power up using a known good power supply. This was due to a serious component burn.

Event description:
It was reported by the patient's family member that there was a bad storm and the monitor no longer had any power. A new monitor will be ordered and sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that following a bad storm the remote monitor was no longer receiving power. It has had a successful transmission in the past. The monitor was replaced. No patient complications have been reported as a result of this event.